Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site, and no evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for these reported events could not be determined. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. Data downloaded from the device shows no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being dislodged, while wearing it on the back. For treatment, the patient changed out the pod and gave correction bolus. The patient thought the pod fell off completely and reported that it was leaking.